Event description:
It was alleged that a patient received a second degree burn that required plastic surgery. The size of the burn was reported as 2 centimeters wide and 10 centimeters long. The surgical procedure was an arthrolysis to the left elbow. The grounding electrode was placed on the patient's thigh (left or right was not indicated). The grounding electrode involved in the event was returned for evaluation.